Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, most probable cause of the malfunction c-cover burn was traced to component failure. Based on the results of the investigation, it is likely the most probable cause of the malfunction foreign object on the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the small intestine videoscope to the service center for a separate issue. During the device analysis, the investigator indicated foreign object on the nozzle and a burned c-cover. There was no patient involvement.